Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was no patient harm.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the devices were received for investigation, it was determined that two devices malfunctioned during one procedure instead of one device malfunctioning during two procedures as initially thought. This is report 2 of 2.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: DHR review was completed. Part: 03.010.405, lot: 9576637 , manufacturing site: (B)(4), release to warehouse date: 19. Oct 2015. The device history record shows this lot of 12 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all functional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The device was forwarded to the manufacturing site for evaluation. During the manufacturing investigation, all relevant and significant characteristics like functional test and the dimension of the inner diameter of the aiming arm were checked. There is no indication that the aiming arm may be the cause that the locking pin does not fit into the hole of the nails as mentioned in the complaint description. The functional test includes an assembly test were the counterpart is simulated. All tested characteristics meets specifications. No manufacturing related issue was identified and/or confirmed. This complaint is unconfirmed as the complained malfunction could not be replicated during the performed testes. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery the locking bolt did not go through the hole of shorter nails. This was likely due to an issue with the insertion handle. The surgery was prolonged about five (5) minutes. No information available about patient condition and outcome. Concomitant reported part: nail (part/lot unknown, quantity 1); locking bolt (part/lot unknown, quantity 1) this is report 1 of 1 for (B)(4).